Manufacturer narrative:
Additional information: no vessel damage noted as a result of balloon burst. Amphirion deep was used to re-dilated the lesion to remove the balloon. All balloon fragments were removed. The device was safely removed from patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: one image was returned by the customer. The image shows a balloon device with the proximal markerband visible. Product analysis: the device returned coiled in its pouch inside a biohazard bag. Lot number on label and luer: 221698610 also confirmed. Device was decontaminated with cidex opa solution soak. The device was returned with a kink approximately 62.7cm from the strain relief. A 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A 0.014¿ guidewire from the lab was loaded through the tip and exited through the luer. The balloon was inflated to nominal pressure of 7 atms but the balloon could not hold pressure. A microscopic inspection found that the balloon was leaking through a pinhole at the proximal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an amphirion deep pta balloon to treat a moderately calcified, little tortuous calcified plaque lesion in the right proximal tibial/popliteal trunk presenting with 90% lesion stenosis. Lesion length 130mm, artery diameter 4.0mm. 6fr non-medtronic sheath and non-medtronic guidewire used. Balloon inflated with non-medtronic inflation device. Contrast agent and normal saline mixture used as inflation fluid. There was no damage noted to the product packaging. No issues noted when remoting the device from the hoop/tray. IFU was followed and the device was prepped without issue. The device was not passed through a previously deployed stent. No resistance was noted during advancement. It was reported that the balloon expanded normally in the peroneal artery for the first time, and moved proximally to the opening of the popliteal artery and peroneal artery for the second expansion. It was opened slowly with a pressure pump. When it reached 12 atmospheres, the balloon burst in the body all of a sudden. Circumferential/radial balloon burst. Burst occurred on second inflation. The device was removed in time and replaced with a different model amphirion deep to complete the follow-up operation. No patient injury reported.